Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007.

Event description:
It was reported there was an right ventricular (rv) lead polarity switch from bipolar to unipolar due to high impedance. It was further reported there were high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.